Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 2.5. Pt's therapeutic range: 2.5-3.5 inr. Pt had pneumonia and had not been eating for the past few days prior to the discrepancy on (B)(6) 2011.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 1.4, reference: 2.5, mean: 1.95, confidence limits: 1.3-2.7. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. (B)(4). Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.